Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 164 mg/dl. Customer declined further troubleshooting from tandem technical support, no additional information was provided.